Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure with no endoleak(s) reported. On an unknown date in 2018, at the time of discharge from the hospital the patient was reported to have an unknown endoleak. No additional treatment was performed as the physician chose to monitor the patient. On an unknown follow-up date in 2019, a proximal type I or type ii endoleak was reported for the patient. No aneurysm enlargement was observed. On (B)(6) 2019, the patient was underwent reintervention and a gore® excluder® aortic extender component was implanted to treat the endoleak. The origin of the inferior mesenteric artery was coil embolized. The endoleak resolved and the patient tolerated the procedure.

Manufacturer narrative:
Corrected/additional information.